Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd angiocath IV catheter 24ga 0.75in experienced catheter tip damage/defective/deformation. Product defect was noted prior to use. The following information was provided by the initial reporter: when removing a shield, the catheter tip was defect.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that the bd angiocath IV catheter 24ga 0.75in experienced catheter tip damage/defective/deformation. Product defect was noted prior to use. The following information was provided by the initial reporter: when removing a shield, the catheter tip was defect. The updated malfunction, (needle through catheter within unit packaging), is unlikely to lead to harm or serious injury. Therefore this complaint is now considered not-reportable. Please consider the MDR cancelled.

Event description:
It was reported that the bd angiocath IV catheter 24ga 0.75in experienced needle piercing through the catheter within unit packaging. Product defect was noted prior to use. The following information was provided by the initial reporter: when removing a shield, the catheter tip was defect.